Event description:
The patient reported experiencing elevated blood glucose levels up to 23 mmol/l (414 mg/dl) while wearing the pod on the arm for an unknown duration. The patient became unwell, vomited, and subsequently developed diabetic ketoacidosis, requiring hospital admission. The patient remained hospitalized for 34 hours, during which treatment was provided; however, the patient is unsure of the specific interventions aside from receiving intravenous fluids via drip. The patient does not remember when the last bolus was taken. The pod worn at the time of the event was discarded by hospital staff, and therefore not available for investigation. The patient also declined to provide log files for review.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.